Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call of issues with the customer's insulin pump and high blood glucose levels. The customer's blood glucose level was 499mg/dl. The customer treated the high with manual injections. Troubleshoot was conducted. The pump was found to have passed testing and to be functioning as designed. The customer was advised to conduct entire set, reservoir, and insulin change. The customer was advised to monitor the device and call back if issues persist.